Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's mother called stating her son had a right hip replacement in (B)(6) of 2010. He started experiencing pain 4 months ago, he visited his primary surgeon who suggested a revision surgery. Patient has not yet schedule a revision surgery.